Event description:
Ous MDR - the physician reported that this lead was found dislodged. The lead has been replaced since a new fixation failed due to a screw issue.

Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a deformed fixation helix, which can be considered to be the root cause of the clinical observation. Damaging the fixation helix requires the presence of mechanical stress. It is reasonable to assume that tensile forces applied during the surgery should be taken into consideration. Further analysis revealed coagulated blood along the stylet. These blood residuals were most likely introduced during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.